Event description:
A report was rec'd from the nurse practitioner regarding a pt who developed neutropenia after treatment with lc bead. The nurse was requesting further info in relation to chemotherapy release times for both doxorubicin and irinotecan. However, at the time of reporting, it was not confirmed whether the lc bead was used loaded with chemotherapy. At this time, no further info is available; however' the investigation is ongoing and further info has been requested.

Manufacturer narrative:
Lc bead is available in the USA but is not indicated for use with drugs. The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Add'l info regarding this case is being sought to enable further investigation. Company medical assessment: this is a report of a pt who developed neutropenia after treatment with deb-tace. At the moment very little info is available. Due to the lack of info regarding the pt's concomitant medication and medical history it is difficult to assess causality. Currently no info has been provided in relation to the severity of the neutropenia or how the neutropenia has been treated. Further info is being actively pursued and this case is conservatively assessed as reportable.